Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The third party service agent advised the customer that their device is no longer under warranty and not field serviceable. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The customer released their device to physio-control for evaluation. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device's on/off lid latch assembly had been dislodged from its mounting location.  Once the on/off lid latch assembly had separated from the device, the customer would have had no way to power the device on or off.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. It was also reported that the on/off switch was broken and that a charge-pak could not be inserted into the device. There was no patient use associated with the reported event.